Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-03592. Related manufacturer reference number 1627487-2019-10605. It was reported during follow up that surgical intervention took place to explant and replace the patient's system. Surgery addressed the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-03592. Related manufacturer reference number 1627487-2019-10605. It was reported the patient was experiencing ineffective stimulation. Surgical intervention may take place at a later date to revise the system.